Event description:
It was reported that during the procedure while the laser fiber was in use, the fiber gave way abruptly in the user hand. The part of the fiber connected to the laser fell to the ground and the other end of the fiber, which was inside the patient was removed. No lesions were found on either the patient or the user.